Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion however analysis confirmed premature battery depletion.